Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance/kink was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83360) as found condition: the solitaire ab device and rebar-18 catheter were returned for analysis within a shipping box and a plastic bio-pouch. The solitaire ab device was returned within an open solitaire ab inner pouch and a dispenser coil. The solitaire ab device was returned within its introducer sheath. The rebar-18 catheter was returned within an open rebar-18 inner pouch. Damage location details: no damage was found with the rebar-18 catheter hub. The rebar-18 catheter body was found kinked at 15.5cm and 9.5cm from the catheter distal tip. The rebar-18 catheter distal tip was found to be in good condition. Testing/analysis: the rebar-18 catheter was flushed; water exited the distal tip. An in-house 0.021¿ mandrel was inserted through the rebar-18 catheter with resistance at the kinked locations. Conclusion: based on the device analysis and reported information, the customer¿s solitaire¿s ¿kink/damaged¿ report could not be confirmed. No defect was found with the returned solitaire ab device. Regarding the customer¿s ¿catheter kink/damage¿ and ¿catheter resistance¿ reports, the issues were confirmed. Possible causes of ¿catheter kink/damage¿ include patient vessel tortuosity or advancing/retrieving the device against resistance. Possible causes of ¿catheter resistance¿ include using incompatible devices, patient vessel tortuosity, catheter damage, device damage, insufficient catheter flushing, or lack of continuous flush. The rebar-18 catheter damage (kinking) likely contributed to the reported resistance. However, the cause of the catheter damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire ab encountered resistance and kinked. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ischemic stroke in the m1 middle cerebral artery. The access vessel was the femoral artery (9 mm diameter). Patient condition mrs: baseline 5, mrs: procedure 4, nihss score: baseline 16, nihss score: post procedure 14, tici score: baseline 0, tici score: post procedure 2b IV tpa was not contraindicated. One pass was made with the device. The patient¿s vessel tortuosity was moderate. Stroke onset to reperfusion time was 5 hours. The surgeon used this product in an emergency thrombectomy. The patient's blood vessels were moderately tortuous. After the microcatheter was hydrated and vented, it was pushed to go upper to the vicinity of the ophthalmic artery segment. There was a certain resistance when it was pushed to go upper. After the sab stent was hydrated and vented normally, it was pushed into the rebar18 microcatheter. The sab stent had great resistance during the pushing process. When it was pushed to the proximal and distal ends of the microcatheter, it could not be pushed further. The surgeon then removed the sab and found that the tip end was kinked. After replacing the new stent, it was found that the microcatheter still had great resistance, so a new microcatheter was replaced. Finally, the operation was completed using a new microcatheter (same model rebar18) and a new stent (same model sab 4-20). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.